Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was disconnected from the transmitter. A radio frequency chip reset/download and upgrade were performed in order for radiofrequency (rf) telemetry to be re-established. Rf telemetry returned to normal and was able to be reconnected to the transmitter. There were no patient consequences.